Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold and intermittent noise. During an unrelated procedure, the lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.